Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-01160. Additional information obtained via follow-up revealed the patient underwent surgical intervention with the intention of having their leads repositioned because of migration. During the procedure, the physician was unable to reposition both leads due to scar tissue being present. As a result, the physician decided to explant the patient's scs system.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-01160. It was reported the patients leads had migrated following a fall. Migration confirmed under fluoroscopy. X-rays will be taken to confirm. Surgical intervention may be taken to address the issue.